Manufacturer narrative:
We checked the returned unit and confirmed that the cfb image failure. Based on the result, we concluded that it was caused due to the leakage occurred in the cfb unit. In addition, we confirmed that insertion flexible tube (ift) broken, insertion flexible tube (ift) leaky, control body fluid damage, and angle wire play; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage).